Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73j1600635 was manufactured on 09/26/2016 a total of 288 pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
At first, there was no abnormality found with the applier during test. However, the next clip could not be loaded into the applier properly, and the clip fell from the applier into the patient. The fallen clip was immediately removed, and no health injury was reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. There was a piece of tape on the handle of the device and the tube was bent. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the applier and close. This was repeated with the same result. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the other remarks: ligating clip." The reported complaint of "unit misfired" was not confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears and a bent tube which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since all of the clips in the returned device properly loaded and closed, the broken internal ratchet ears and the bent tube could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken.

Event description:
At first, there was no abnormality found with the applier during test. However, the next clip could not be loaded into the applier properly, and the clip fell from the applier into the patient. The fallen clip was immediately removed, and no health injury was reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
At first, there was no abnormality found with the applier during test. However, the next clip could not be loaded into the applier properly, and the clip fell from the applier into the patient. The fallen clip was immediately removed, and no health injury was reported.